Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-03463. The pt reported having difficulty locating her scs ipg with the charging system. The pt also reported experiencing heating while charging her scs system. Subsequently, the pt stopped using and charging the system. The pt would like to have the scs system removed. There is no additional info at this time. On 8/1/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue. To pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.